Event description:
Notified of an event that occurred in 2005, where a sentry balloon catheter was being used for a wide neck aneurysm, but the balloon burst when the first coil was being delivered. No complications were reported to have occurred with the patient during this event.